Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 1 of 3, the patient was connected. The care giver (cg) stated one of the unused supply line clamps was open. The technical service representative (tsr) informed the cg that the unused supply line clamp should be closed. The tsr advised the cg to start over with all new supplies or perform capd and to inform the registered nurse of system error 2240. The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report is for a system error 2240 alarm where the caregiver stated one of the unused supply line clamps was open. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, warns the user to make sure all clamps on unused fluid lines are closed securely. It instructs the user to close all clamps while preparing to load the disposable set. It also warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.